Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 600+ mg/dl. The customer had not reported the symptoms. The customer states treated with manual injections. Customer's current blood glucose value and at time of incident was 600 mg/dl. Customer reported that they got a no deliver on pump twice. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated the pump is old. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Drive support cap appears normal. There were no leaks or air bubbles. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.